Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that during the final lead diagnostic after ipg placement the programmer displayed an error message: cannot connect to generator. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention where the ipg was removed and replaced. Therapy has resumed.

Event description:
Follow up information identified the surgery date was (B)(6) 2017.